Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer via a patient support program, concerns a (B)(6) male patient. The patient had no relevant medical history or previous adverse drug reaction. Additionally, there was no history of family drug reaction. Concomitant medications included metformin for diabetes mellitus. The patient received human insulin isophane suspension 70%/ human insulin 30% (humulin 70/30; cartridge) via a reusable humapen luxura burgundy pen body device, 12 units each morning and 14 units at night, subcutaneously for the treatment of diabetes mellitus beginning in 2013. In (B)(6) 2015, approximately two years after beginning human insulin isophane suspension 70%/ human insulin 30%, the patient was hospitalized as an inpatient due to unstable blood glucose (values not provided). Recent to the initial report, the button of the humapen luxura device could not be pressed (lot number 1111b05, product complaint (B)(6)). During the time the patient experienced problems with the humapen luxura, the patient took insulin normally in the hospital. Additional information and treatment measures were not provided. The patient had not recovered from the event and was still hospitalized at the time of the initial report. Human insulin isophane suspension 70%/ human insulin 30% was continued. This report included a suspect humapen luxura device. The patient was the user of the device for a general and suspect device duration of use since 2013. Training status was not reported. The device was returned on (B)(6) 2015. Causality for the event was assessed as related by the reporting consumer. Update (B)(6) 2015: upon review of this case on (B)(6)2015, the case was opened to complete the medwatch fields for regulatory reporting. Update (B)(6)2015: an attempt to contact the initial reporter for follow-up was conducted on (B)(6)2015; however, the reporter was not contactable, therefore, no additional information could be obtained. Case lost to follow-up. Update (B)(6)2015: additional information received on (B)(6)2015 from the company's internal product quality complaint personnel that a product complaint (pc) had been created and the pc reference number was provided ((B)(4)). Updated humapen luxura pen body type from unknown to burgundy and processed pc, as appropriate. No additional adverse event information was received. Update (B)(6) 2015: additional information received on (B)(6) 2015 from the global product complaint database added the return date of the device. Update (B)(6) 2015: upon review of information received (B)(6) 2015, added product complaint (B)(4). No changes were made to the case. Update (B)(6)2015: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred.this is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 01oct2015. No further follow up is planned. Evaluation summary a male patient reported that the injection button of his humapen luxura device could not be pressed. He experienced abnormal blood glucose levels. Investigation of the returned device (batch (B)(4), manufactured november 2011) found evidence of inadequate molding parameters during injection screw manufacturing. The inadequate molding parameters resulted in the injection screw threads deteriorating on a small portion of the injection screw, which resulted in a temporary pen jam. Malfunction confirmed. However, the device did meet functional requirements and met dose accuracy and glide (injection) force specifications. The debris causing the temporary pen jam may have dislodged during transit of the device since the device met functional requirements as well as dose accuracy and glide force specifications when it was tested by the manufacturer. The user manual states if any of the part of your humapen luxura appears broken or damaged, do not use. The user manual further states to contact lilly or your healthcare professional for a replacement pen. A corrective action was implemented starting with batch (B)(4) (manufactured february 2013) to improve the molding parameters of the injection screw. There is no evidence of improper use or storage.

Event description:
(B)(4) this solicited case, reported by a consumer via a patient support program, concerns a (B)(6) chinese male patient. The patient had no relevant medical history or previous adverse drug reaction. Additionally, there was no history of family drug reaction. Concomitant medications included metformin for diabetes mellitus. The patient received human insulin isophane suspension 70%/ human insulin 30% (humulin 70/30; cartridge) via a reusable humapen luxura burgundy pen body device, 12 units each morning and 14 units at night, subcutaneously for the treatment of diabetes mellitus beginning in 2013. In (B)(6) 2015, approximately two years after beginning human insulin isophane suspension 70%/ human insulin 30%, the patient was hospitalized as an inpatient due to unstable blood glucose (values not provided). Recent to the initial report, the button of the humapen luxura device could not be pressed (lot number 1111b05, (B)(4)). During the time the patient experienced problems with the humapen luxura, the patient took insulin normally in the hospital. Additional information and treatment measures were not provided. The patient had not recovered from the event and was still hospitalized at the time of the initial report. Human insulin isophane suspension 70%/ human insulin 30% was continued. This report included a suspect humapen luxura device. The patient was the user of the device for a general and suspect device duration of use since 2013. Training status was not reported. The device was returned on 29jun2015. Causality for the event was assessed as related by the reporting consumer. Update 19jun2015: upon review of this case on 19jun2015, the case was opened to complete the medwatch fields for regulatory reporting. Update 19jun2015: an attempt to contact the initial reporter for follow-up was conducted on 19jun2015; however, the reporter was not contactable, therefore, no additional information could be obtained. Case lost to follow-up. Update 26jun2015: additional information received on 16jun2015 from the company internal product quality complaint personnel that a product complaint (pc) had been created and the pc (B)(4). Updated humapen luxura pen body type from unknown to burgundy and processed pc, as appropriate. No additional adverse event information was received. Update 02jul2015: additional information received on 01jul2015 from the global product complaint database added the return date of the device. Update 06jul2015: upon review of information received 29jun2015, added product complaint 3358311. No changes were made to the case. Update 10jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 01oct2015: additional information received on 30sep2015 from the global product complaint database added the device specific safety summary; updated the malfunction field to yes/not cirm; updated the EU/ca and medwatch fields; and updated the narrative.